Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display screen was black with a red line on it. The ccm was restarted and unplugged, plugged back in, several times but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. When powered on, there was no legible screen output even though the ccm function was confirmed. The display image was barely visible with the assistance of a flashlight. The ccm output from the single board computer (sbc) to the inverter was within specification. A luo inverter was installed, and the issue remained. It was determined that the display output was not readable due to a failure of the display backlight. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: g4 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Per the manufacturer's subsidiary, a replacement central control monitor (ccm) was sent to the customer, and replacement parts for the ccm were ordered and repair was attempted. The peripheral component interface (pci) cable was replaced but the issue remained. Since no product was returned, further evaluation and root cause analysis could not be performed at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.